Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Device evaluation revealed a buckling upstream occlusion (uso) seal, side label damage, a cracked downstream occlusion (dso) seal, and a damaged air in line sensor. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. The uso and dso seals were replaced, along with the label and air detector.

Event description:
It was reported that the device has worn out keypad. There was no reported patient involvement. Device evaluation revealed a buckling upstream occlusion seal, side label damage, a cracked downstream occlusion seal, and a damaged air in line sensor.